Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an alto stent graft system on (B)(6) 2022. The alto main body was used as an aorto-uni-iliac (aui) device, securing the contralateral limb with sutures after failing to cross the right common iliac artery. Approximately two (2) years post index procedure follow-up identified a type ib endoleak. The type ib endoleak originated from the tied-off limb. Reintervention was performed on (B)(6) 2025. A tapered afx limb stent graft was implanted to seal the affected limb and extended proximally using an ovation ix extender. The type ib endoleak was successfully resolved. The patient was discharged.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.